Event description:
It was reported that during setup of an infusion of zosyn at 0350, the pcu displayed an increase in dose although the buttons were not being pressed. The infusion rate was reported to have climbed to 500 (units unspecified) and it was not possible to adjust the programing. The medication was set to infuse through channel b. When both attached modules were removed from the pcu, the pcu continued beeping as if buttons were being pressed. The issue was noticed before the medication was added to the pump. Subsequently, the scheduled dose was delivered using a different pump. There was no patient involvement.

Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339), f26 - no health consequences or impact. Additional information: describe event or problem, imdrf annex f, a, b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that during setup of an infusion of zosyn at 0350, the pcu displayed an increase in dose although the buttons were not being pressed. The infusion rate was reported to have climbed to 500 (units unspecified) and it was not possible to adjust the programing. The medication was set to infuse through channel b. When both attached modules were removed from the pcu, the pcu continued beeping as if buttons were being pressed. The issue was noticed before the medication was added to the pump. Subsequently, the scheduled dose was delivered using a different pump. There was patient involvement but no harm.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.